Manufacturer narrative:
This report is based on information provided by philips bench repair technician (brt) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device displayed a pads error during the self-test. Avialable details indicate that, the device was returned to the bench for further analysis. During the evaluation, the brt was unable to reproduce the reported problem. The device passed all functional testing and was returned to the customer in the working condition. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The bench repair technician was unable to replicate the reported problem. The device passed all functional testing and was returned to the customer. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the heartstart mrx defibrillator is defective and in need of repair. The customer did not provide any further details at this time. There was no reported patient impact or injury.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.